Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad interconnect board. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/5/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a interconnect board that did not work as intended. The cause of the customer reported problem was the interconnect board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the interconnect board, and the pump passed all functional tests and performed as intended after repair.